Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose level of 400mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and nausea and treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 178 mg/dl at the time of the call. Customer reported that the high blood glucose levels began 1 week prior to hospitalization. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, and the delivery accuracy test. No excessive no delivery alarms were noted. The pump was received with minor scratches on the lcd window and a scratched reservoir tube window.